Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 360 mg/dl which came up to 433 mg/dl which was treated with manual injection. Customer states that drive support cap was normal. Customer reports insulin exited at the quick release. Troubleshooting was performed. The customer did not find issues with the insulin pump. Customer advised to monitor the pump and follow up with his hcp. Insulin pump will not be return for analysis.